Event description:
It was reported that the patient experienced "consistent chest pains" and "surging" stimulation in the heart area for "some weeks" previous to this report. X-rays were performed and determined that one lead had migrated. It was stated that the patient had unrelated heart issues recently and had a heart attack in (B)(6) 2009. Reprogramming was attempted and the patient still had chest pains when the stimulation was on. The stimulation was turned off. It was additionally reported that the patient experienced communication issues with the recharger. The device was returned to the manufacturer for a loaner device. No further details, patient symptoms or outcome were provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)